Event description:
The customer experienced a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cup, circuit boards and connectors. The system operates as intended.